Event description:
The customer contact reported a delay in therapy. The doctor attached an unspecified stopcock to the cassette port for line d to administer unspecified "vasoactive" medications and reportedly the port cracked during manipulation. During the process of changing the tubing set, the pt'd bloog pressure decreased to an unspecified level. The pt was treated with unspecified "vasoactive" medications and the pt's blood pressure stabilized. There was no reproted adverse pt sequelae. Though requested no additional info was provided.